Event description:
Reporter indicated that a vns patient was found to be set to 0ma during interrogation. The vns was reprogrammed successfully and the patient was asymptomatic. Attempts for programming history and further information are in progress.